Manufacturer narrative:
(B)(4). One picture of sample from product catalog number 1421 was received for analysis. It was visually inspected and it can be observed that the adaptor is broken. A dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. A device history record review could not be conducted since the lot number was not provided. As an additional test, samples from the warehouse were taken to perform assembly tests, the female connector of 22 mm was connected by hand to a male connector of 22 mm and no cracks or defects were found when the assembly was done. Then, to duplicate the failure reported by the customer, a test under controlled conditions of applied force was made introducing the 22mm female connector to the 22 mm male connector until a fracture could be observed. A force of up to 60 lb was applied to several samples and no defects were found, in order to see the defect a force of 94.2 lb was required and the female connector got introduced into the male connector more than necessary than normal conditions, at this point a breakage occurred. Other remarks: a corrective action cannot be applied since it is not possible to identify the defect reported and to investigate its root cause, in order to perform a proper investigation it is necessary to evaluate the sample involved in the incident. Customer complaint cannot be confirmed based only on the information provided, to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved in this complaint. If device sample & lot number becomes available at a later date this complaint will be re-opened.

Event description:
The customer alleges the adaptor fails due to cracks in the adaptor. No patient injury or harm.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and cracks were observed on the product. It could not be determined where the cracks originated. The customer complaint could not be confirmed based on the sample provided by the customer. There is not sufficient evidence to assure this issue was originated during the manufacturing process. Also, the piece was not received in the original packaging, and a lot number was not provided. The root cause for the condition reported could not be identified.

Event description:
The customer alleges the adaptor fails due to cracks in the adaptor. No patient injury or harm.